Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP with an allegation of burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient reported the device had a burnt charred cedar smell. The patient did not see any smoke, flames, or any evidence of melting, warping, or voids in the enclosure. The power cord was not damaged, and there was no evidence of exposed wiring. The device was plugged into a wall receptacle with ac (alternating current). There were no other device plugged into the same outlet. There was no property damage beyond the device. The patient was not using any other medical devices. The patient nor any other household member is a smoker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.